Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said they went to a lung specialist because they were having trouble breathing and they were  given an anoro inhaler. They said since they started using the inhaler they have lost control of their bladder. They said in paper work for the inhaler it says to talk to your dr if you have bladder problems. They said the hcp told them to call mdt. Reviewed we can help them adjust settings but they will need to discuss the effects of medication on their underlying condition w/ their hcp. The patient was redirected to their healthcare provider to further address the issue.